Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term]; one I used was very hard and it burnt the side of my skin very badly [thermal burn]; one I used was very hard and it burnt the side of my skin very badly [device issue]. Narrative: this is a spontaneous report from a non-contactable consumer (patient). A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient was using thermacare heatwrap from 20 years. The patient reported he/she used to get the bonus pack and there were three (thermacare) in the pack, two were usually good and one the patient used that was very hard and it burnt the side of his/her skin very badly. The patient went to his/her doctor and they gave the patient some kind of ointment that was not working and patient (still) got bad burn. The action taken with thermacare heatwrap was unknown. The outcome of event was not resolved. According to product quality complaints: site had not received sample. Summary of investigation: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. No follow up attempts are possible. No further information is expected. Follow-up ((B)(6) 2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2020): new information received from product quality complaints includes investigation results. No follow-up attempts are possible. No further information is expected.

Event description:
One I used was very hard and it burnt the side of my skin very badly [thermal burn], one I used was very hard and it burnt the side of my skin very badly [device issue]. Case narrative: this is a spontaneous report from a non-contactable consumer (patient). A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient was using thermacare heatwrap from 20 years. The patient reported he/she used to get the bonus pack and there were three (thermacare) in the pack, two were usually good and one the patient used that was very hard and it burnt the side of his/her skin very badly. The patient went to his/her doctor and they gave the patient some kind of ointment that was not working and patient (still) got bad burn. The action taken with thermacare heatwrap was unknown. The outcome of event was not resolved. No follow up attempts are possible. No further information is expected. Follow-up (04oct2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events thermal burn and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.